Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's caregiver reported a fast-draining battery issue with the adc device. The customer experienced a loss of consciousness and was given unspecified "tablets to lower the sugar level" by a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with a known-good retained batteries. Visual inspection has been performed on the returned meter and damage to the meter casing was observed. Meter was partially de-cased in the top corner. Power consumption test was performed using keithley source meter. All results were within specification. Therefore, the complaint was not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle xido optim meterwas reviewed and the dhrs showed the freestyle xido optim meter meet specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's caregiver reported a fast-draining battery issue with the adc device. The customer experienced a loss of consciousness and was given unspecified "tablets to lower the sugar level" by a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
The customer's caregiver reported a fast-draining battery issue with the adc device. The customer experienced a loss of consciousness and was given unspecified "tablets to lower the sugar level" by a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Manufacturing and distribution of this product line has been discontinued and the manufacturing date of this product shows it is beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification from manufacture through its intended lifespan. No design, manufacturing, or labeling mitigations are required/possible due to the manufacturing and distribution of this product line being discontinued. Such products have had significant time in the field to provide the feedback on failure modes and associated mitigations applicable to that product which are considered and integrated into the mitigations for similar future product. To date, product has not been returned for further investigation. The useful life of freestyle xido optium meter is 4 years. As the manufacturing year of this product is 2010, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.